Event description:
A valiant captivia stent graft system was implanted in the patient for the endovascular treatment of a 5.7cm thoracic aortic aneurysm. It was reported that during the index procedure and while deploying the stent graft, the graft moved distally and was deployed lower than intended. A second piece was then implanted proximal to first stent graft and deployed successfully. There were no issues with the stent grafts; however, the patient expired at the end of the procedure. The physician attributed the cause due to the patient¿s reaction to protamine (anticoagulant) given at the end of the procedure. The patient¿s heart went into arrhythmias and the physician was unable to convert the patient.

Manufacturer narrative:
(B)(4).